Event description:
It was reported by service report that the bed will not raise up and down by the controls. It is unknown if there was patient involvement or if there are adverse consequences to report.